Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported a patient was admitted to the implanting center from an outside rehabilitation center for antibiotic treatment of a staph aureus infection of the central venous catheter located in the internal jugular site. It was reported the patient experienced multi-organ failure and expired on 13 oct 2014. Further details regarding the testing and treatment were not reported. The device was not returned to the manufacturer for evaluation as it remains implanted. Death, multi-organ failure, and infection are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from (B)(6) on (B)(6) 2014 that a female patient was admitted to the implanting center from an outside rehabilitation center for antibiotic treatment of a staph aureus infection of the central venous catheter located in the internal jugular site. It was reported the patient experienced multi-organ failure and expired on (B)(6) 2014. Further details regarding the testing and treatment were not reported. The device remains implanted post mortem and was not returned to the manufacturer for evaluation.